Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm mega suturecut needle driver instrument was analyzed and found to have blade damage at the base/mid/tip of the blade. Both blade edges were found indented. The blade indentations caused the clicking sound when trying to open and close the blades making it not responding as it should. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument was not responding well to commands. The site switched it out with another needle driver and everything worked as it should. The site suspected it to be a loose / slack in cable. The procedure was completed with no reported injury.